Manufacturer narrative:
Concomitant medical products: 3222 crtp, implanted: (B)(6) 2021. 419488 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had oversensing and noise on the atrial electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.